Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device was broken shell, missing shell, and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a sharp edge broken in the shell with stress marks and two openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening. Two openings striated in the side anterior/posterior assessed as surgical damage. Missing shell assessed as inconclusive.